Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The device was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). The issue occurred intraoperatively during the registration task and delayed the surgery by less than one hour. It was reported that while attempting to register the patient the site reported that they were having some trouble. After an initial registration failure, subsequent attempts failed as well and the tracing looked wildly inaccurate and off to the side. The medtronic representative called the site and saw that they were having the same issue. The system was powered on and off and multiple exams were attempted with the same result. Ultimately the surgeon decided to proceed without the navigation system. The surgery was completed and there was no impact on patient outcome.